Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated that prior to her hospitalization, the insulin pump was shooting out insulin during prime. Called customer to follow up and the customer stated that she is fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.